Manufacturer narrative:
As reported, the 6f-7f mynxgrip vascular closure device (vcd) couldn't pass the 6f sheath (non-cordis). There was no reported patient injury. Hemostasis was achieved using manual pressure for twenty minutes. The procedure was a diagnostic procedure. There were no damages noted to the device packaging. The mynx vcd was prepped according to the instruction for use (IFU) instructions. The vessel type was arterial, and the stick location was femoral. A retrograde approach was made. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. No other information was provided. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Per visual analysis, the shuttle was engaged to the black handle with the stopcock open. The advancer tube and the sealant remained in the manufacturing position. The syringe was not connected to the device. The returned device¿s atraumatic wire distal tip was inspected for damages/anomalies that may have contributed to the reported incident. No visual damages or anomalies were observed. The procedural sheath was not returned with the device. Per functional analysis, without the return of the procedural sheath, a physical evaluation to determine whether there was damage to the procedural sheath that could have contributed to the reported failure could not be made. An applicable lab introducer sheath was used to perform the insertion/withdrawal test on the returned product, and the device was able to be inserted/advanced through the lab introducer sheath without issue during the device failure investigation. Per microscopic analysis, no kinks or damages in the returned device¿s atraumatic wire distal tip were observed. A product history record (phr) review of lot f2019203 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿shuttle advancement issue¿ was not confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. The returned device performed as intended per the mynxgrip instructions for use (IFU). Procedural factors may have contributed to the reported event. According to the instructions for use (IFU) which is not intended as a mitigation of risk, it states to insert the mynxgrip into the procedural sheath up to the white shaft marker, then inflate the balloon until the black marker is fully visible on the inflation indicator. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
Phone number: (B)(6). A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. This device was received for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the 6f-7f mynxgrip vascular closure device (vcd) couldn't pass the 6f sheath (non-cordis). There was no reported patient injury. Hemostasis was achieved using manual pressure for twenty minutes. The procedure was a diagnostic procedure. There were no damages noted to the device packaging. The mynx vcd was prepped according to the instruction for use (IFU) instructions. The vessel type is arterial, and the stick location is femoral. A retrograde approach was made. Femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The device is expected to be returned for analysis. No other information was provided.